Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a couple of low blood glucose episodes during the first week using the insulin pump. The customer's blood glucose value was 50s mg/dl. An educator adjusted the settings of the insulin pump accordingly.